Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The d2 exposed defibrillation coil of the lead was fractured in-vivo at the proximal cross groove. The full lead was returned. The full lead was returned for evaluation. The anchoring sleeve was located at 46.5 cm to the distal end of the anchoring sleeve on the lead. There were 3 suture marks present on the anchoring sleeve. The exposed d2 coil was fractured at the cross groove of the d2 coil on both exposed coils. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (B)(6); product type: 0235-ICD; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert for high/undefined defibrillation impedance triggered on the extravascular (ev) lead. Large changes and a spike in impedances was also noted. A coil fracture of the lead was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.